Event description:
It was reported that this implantable pacemaker exhibited undersensing. Boston scientific technical services (ts) observed undersensing as well. This device remains in service. No adverse patient effects were reported.